Manufacturer narrative:
H3: product analysis :evaluation determined that tool fracture was confirmed. The likely cause of failure is due to second bearing from the distal stopped supporting tool. This caused excessive heat made the burr broken. It was also found that tools with fretting, noticeable discoloration and heat related discoloration medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several fractures occurred during a procedure. No patient impact reported. There is no damaged pieces left in the patient's body and there was a delay of 10 to15 minutes in the procedure. The procedure was completed with backup products. Addit ional information regarding the patient impact was being followed up from the facility. On follow-up it was reported that micro endoscopic discectomy procedure performed, it was reported that there were no patient or staff impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several fractures occurred during a procedure. No patient impact reported. There is no damaged pieces left in the patient's body and there was a delay of 10 to15 minutes in the procedure. The procedure was completed with backup products. Addit ional information regarding the patient impact was being followed up from the facility. On follow-up it was reported that micro endoscopic discectomy procedure performed, it was reported that there were no patient or staff impact.

Event description:
It was reported that several fractures occurred during a procedure. No patient impact reported. There is no damaged pieces left in the patient's body and there was a delay of 10 to15 minutes in the procedure. The procedure was completed with backup products. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Evaluation anticipated but not yet begun. B3: notified date: (B)(6)2024-date of event or estimated date of incident not provided to manufacturer continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: tt12c, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.